Event description:
It was reported that two (2) incidents occurred with two (2) flexible cryoprobes during two (2) separate lung cryobiopsies. The cryoprobes were used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: not provided) and an ion robot. No other information was provided regarding any other accessories or settings employed during each incident. Each accessory made a "large pop/bang when used." The second incident occurred on (B)(6) 2025 with the same cryoprobe part and lot number. There were no reports of any user or patient injuries.

Manufacturer narrative:
Only one (1) of the two (2) cryoprobes were sent for evaluation as the other cryoprobe was not made available. The cryoprobe was inspected by erbe USA on 2025-12-15. The visual examination revealed a slit or cut in the white tubing approximately 2cm long and located 9.1cm from the distal end of the white tubing. The black tubing was separated at the connection point at the distal end of the white tubing. Then at the direction of the manufacturer, erbe elektromedizin gmbh (erbe germany), the cryoprobe's connector section was disassembled as instructed. Glue between the connector and the clear plastic tubing on the high-pressure side of the cryoprobe was found to be insufficient. The high-pressure tubing was also pushed out of the connector and the blue o-ring was still present. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. Assessment by erbe germany erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than (B)(4) of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional inspection steps, including a camera-based process to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The customer is being made aware of the findings. Erbe USA, inc. Is closing the file on this event.